Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain, persistent pain radiating") and device breakage ("confirmed the existence of essure remains in the organ") in a 40 year-old female patient who had essure inserted (lot no. C49138) for female sterilisation. Additional non-serious events are detailed below. Other product or product use issues identified: contraceptive device removal incomplete ("essure remains in the organ" on (B)(6) 2018). The patient had a medical history of syncope (discomfort, nausea, then vomiting on one occasion. Dizziness, then syncope, lasting about 1 minute, regains consciousness without residual neurological symptoms, but with persistent dizziness) and thyroid nodule in 2011, tachycardia (probable relation with thyroid pathology), thoracic pain (associated with palpitations, sweating, dizziness, nausea, hr 135: tachycardia), automobile accident and costochondritis (sudden while in bed, of increasing in intensity, constant, worsens with deep inspiration and cough. Not irradiated. Musculoskeletal pattern chest pain likely related to osteochondritis.) In 2010, penicillin allergy (urticaria, later tolerated it on several occasions. Intake 15 days ago ((B)(6) 2018)due to dental infection; tolerated) in 2003, nasal septal operation in 1995 and abstains from alcohol, nonsmoker, shoulder operation, amygdalotomy (amidalectomy), frozen shoulder (after (B)(6) 2010), tonsillectomy (before (B)(6) 1995) and parity 2 ((B)(6) 2002 and (B)(6) 2003). No toxic habits, no arterial hypertension, no dyslipidemia, no diabetes mellitus, no cardiopulmonary pathology. Previously administered products included: mirena for contraception, metamizole and enantyum for chest pain and myolastan and sumial for an unknown indication. Past adverse reactions to the above products included: chest pain with mirena. The patient had a family history of gastric cancer (second-degree in grandmother) and penicillin allergy (sister). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 97 days after essure insertion, she experienced tinea versicolour ("pityriasis versicolor"). On (B)(6) 2016 she experienced thyroid mass ("4 thyroid nodules"). In 2016 she experienced abdominal distension ("low abdominal distension, increased abdominal circumference 6-7 months after essure insertion"). In (B)(6) 2017 she experienced inflammation ("inflammation of the face"), cheilitis ("inflammation of the lip") and stomatitis ("inflammation of the lip and palate"). On (B)(6) 2017 she experienced chest pain ("unspecified chest pain"). On (B)(6) 2017 she experienced angioedema ("localized edema, three episodes of non-itchy lip and / or palatal angioedema"). On (B)(6) 2017 she experienced abdominal pain upper ("stomach ache, epigastralgia"). On (B)(6) 2017 she experienced onychomycosis ("onychomycosis"). In 2017 she experienced pelvic pain (seriousness criteria medically important and intervention required), a first episode of pain ("persistent pain radiating to lumbar region") and a second episode of pain ("persistent pain radiating to lower limbs"). On (B)(6) 2018 she experienced device breakage (seriousness criterion medically important) and post procedural haemorrhage ("little vaginal bleeding, scarce metrorrhagia"). On (B)(6) 2018 she experienced allergy to metals ("allergic reaction, gold test positive, does not tolerate jewelry with nickel"). On (B)(6) 2018 she experienced erythema ("erythema on both lower extremities") with pruritus and burning sensation. In 2018 she experienced dermatitis contact ("non-pruritic erythema plaque (without a papule) about 7-10 cm in diameter on left forearm, subsided in a few hours"). An unknown time later she experienced swelling ("swelling"), fatigue ("exhausted, fatigue"), tremor ("hand tremors") and rash ("rashes"). The patient was treated with ibuprofen, nolotil [metamizole magnesium], fentanyl, propofol, rocuronium, cefazolin, ranitidine, dexamethason [dexamethasone], paracetamol, enantyum (dexketoprofen trometamol), morphine, primperan (metoclopramide hydrochloride), ondansetron and ebastel (ebastine) as well as surgery (laparoscopic bilateral salpingectomy for essure removal on (B)(6) 2018). In 2018, the erythema had resolved. At the time of the report, the dermatitis contact and post procedural haemorrhage had resolved and the swelling, angioedema, fatigue, abdominal distension and rash had not resolved. The outcomes for pelvic pain, device breakage, allergy to metals, inflammation, cheilitis, stomatitis, abdominal pain upper, tremor, tinea versicolour, thyroid mass, chest pain, onychomycosis and the last episode of pain were unknown. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, angioedema, cheilitis, chest pain, dermatitis contact, device breakage, erythema, fatigue, inflammation, onychomycosis, the first episode of pain, the second episode of pain, pelvic pain, post procedural haemorrhage, rash, stomatitis, swelling, thyroid mass, tinea versicolour and tremor to be related to essure administration. The reporter commented: (for mirena episode before essure use see (B)(4)). Since essure implantation, patient had been completely affected by all facets of her daily life as a result of the damage caused by essure, circumstances that inevitably lead to immense emotional suffering. Symptoms that appeared after implantation swelling, allergic reaction, pelvic pain,inflammation of the lip ad palate, stomach ache, exhausted, hand tremors. Since (B)(6) 2017 she had epigastralgia with occasional irradiation towards retrosternal region, occasionally associated with nausea, not vomiting. Did not improve with ibuprofen. Improvement with nolotil. When that happens, lip swells. After removal on (B)(6) 2018, symptoms caused by essure did not completely subside, reappeared two months later on (B)(6) 2018: patient's lawyer indicated an x-ray confirmed the existence of essure remains in the organ of patient and that, as a result of this, she continued to suffer from:swelling of the lips, abdominal bloating, rashes, fatigue on (B)(6) 2019: head of gynecology service of university hospital stated: symptoms reported by patient after device placement were very nonspecific and varied, making it necessary to rule out a large number of diagnostic possibilities in order to find their origin. Causal relationship with essure was difficult to interpret since essure device was placed in the tubes, causing them to close and symptoms related by patient were general. Patient justifies that the symptoms continued due to presence of radiopaque image <1mm on abdominal radiography, which would correspond to remains of the device, relating these to her probable nickel allergy. That fact was unlikely since, being radiopaque (appear whitish on radiography), they would have to correspond to radiolabels of the device whose component was silver iridium, in allergy tests did not react. Ultrasound after essure implantation indicated that the devices were normal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.478 kg/sqm. [Blood test] on (B)(6) 2017: values besides hematocrit within normal limits [endoscopy upper gastrointestinal tract] in (B)(6) 2017: normal [haematocrit ( 35.5- 45.5 %)] on (B)(6) 2017: 46.5 % [hydrogen breath test] on (B)(6) 2017: laboratory due to stomach / epigastric pain: breath test 13c (air) normal. Result: 0.5 ¿ (normal values: less than 2.5) [hysteroscopy] on (B)(6) 2015: essure placement without incident. 3 spirals visible in left ostium and 3 in the right. [Laparoscopy] on (B)(6) 2018: bilateral salpingectomy with removal of essure. Both essures removed, checking the output of the central axis and 22 spirals (without plate). [Skin test] on (B)(6) 2018: prick test: negative for inhalants, food, latex, anisakis simplex, saccharomyces cerevisae. True-test and metal patch tests: negative at 48 hours and 96 hours, with a doubtful result at 96 hours for cobalt, copper oxide, and zinc. Patient reports positivity the following week, which, by position, appears to be some metal; on (B)(6) 2018: epicutaneous tests with a series of metals repeated: gold ++ at 96 hours. Rest of the metals, negative. Epicutaneous test with essure : + at 48 and 96 hours with the metallic portion and negative with the guide. [Ultrasound scan] on (B)(6) 2010: left shoulder after car accident: supraspinatus, infraspinatus, subscapularis and long biceps tendon of normal thickness and echogenicity, no signs of tendinosis or focal rupture or of subdeltoid or subcoracoid subacromial bursitis, acromioclavicular joint without alterations [ultrasound thyroid] on (B)(6) 2016: thyroid gland in lower limit of normal size with approximate anterioposterior diameter of right lobe of 1.15 and left lobe of 0.96 cm. In middle third of right lobe, on anterior side, a hypoechogenic nodule of oval morphology, with well-defined contours and a homogeneous internal echostructure, slightly hypervascular with approximate diameters of 0.8 x 0.5 x 1.2 cm, is identified. (T x ap x cc). In left lobe, a small 2.5 mm nodule seen in middle third. No significant laterocervical lymphadenopathies [x-ray] on (B)(6) 2018: confirmed essure remains in the organ. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 27-apr-2022: imdrf-FDA synchronization. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, persistent pain radiating') and device breakage ('confirmed the existence of essure remains in the organ') in a 40-year-old female patient who had essure (batch no. C49138) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included syncope (discomfort, nausea, then vomiting on one occasion. Dizziness, then syncope, lasting about 1 minute, regains consciousness without residual neurological symptoms, but with persistent dizziness) in 2011, thyroid nodule in 2011, thoracic pain (associated with palpitations, sweating, dizziness, nausea, hr 135: tachycardia) in 2010, tachycardia (probable relation with thyroid pathology) in 2010, automobile accident in 2010, costochondritis (sudden while in bed, of increasing in intensity, constant, worsens with deep inspiration and cough. Not irradiated. Musculoskeletal pattern chest pain likely related to osteochondritis.) In 2010, penicillin allergy (urticaria, later tolerated it on several occasions. Intake 15 days ago ((B)(6) 2018)due to dental infection; tolerated) in 2003, nasal septal operation in 1995, parity 2 ((B)(6) 2002 and (B)(6) 2003), tonsillectomy (before (B)(6) 1995), frozen shoulder (after (B)(6) 2010), amygdalotomy (amidalectomy), shoulder operation, nonsmoker and abstains from alcohol. No toxic habits, no arterial hypertension, no dyslipidemia, no diabetes mellitus, no cardiopulmonary pathology. Previously administered products included for contraception: mirena from 2010 to (B)(6) 2015; for chest pain: enantyum and metamizole 575 mg 20 capsules; for an unreported indication: sumial and myolastan. Past adverse reactions to the above products included chest pain with mirena. Family history included gastric cancer (second-degree in grandmother) and penicillin allergy (sister). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced tinea versicolour ("pityriasis versicolor"), 3 months 5 days after insertion of essure. In 2016, the patient experienced abdominal distension ("low abdominal distension, increased abdominal circumference 6-7 months after essure insertion"). On (B)(6) 2016, the patient experienced thyroid mass ("4 thyroid nodules"). In (B)(6) 2017, the patient experienced inflammation ("inflammation of the face"), cheilitis ("inflammation of the lip") and stomatitis ("inflammation of the lip and palate"). On (B)(6) 2017, the patient experienced chest pain ("unspecified chest pain"). On (B)(6) 2017, the patient experienced angioedema ("localized edema, three episodes of non-itchy lip and / or palatal angioedema"). On (B)(6) 2017, the patient experienced abdominal pain upper ("stomach ache, epigastralgia"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("persistent pain radiating to lumbar region") and pain in extremity ("persistent pain radiating to lower limbs"). On (B)(6) 2017, the patient experienced onychomycosis ("onychomycosis"). On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant), complication of device removal ("essure remains in the organ") and post procedural haemorrhage ("little vaginal bleeding, scarce metrorrhagia"). On (B)(6) 2018, the patient experienced allergy to metals ("allergic reaction, gold test positive, does not tolerate jewelry with nickel"). On (B)(6) 2018, the patient experienced erythema ("erythema on both lower extremities") with pruritus and burning sensation. In 2018, the patient experienced dermatitis contact ("non-pruritic erythema plaque (without a papule) about 7-10 cm in diameter on left forearm, subsided in a few hours"). On an unknown date, the patient experienced swelling ("swelling"), fatigue ("exhausted, fatigue"), tremor ("hand tremors") and rash ("rashes"). The patient was treated with cefazolin, dexamethasone (dexamethason), dexketoprofen trometamol (enantyum), ebastine (ebastel), fentanyl, ibuprofen, metamizole magnesium (nolotil), metoclopramide hydrochloride (primperan), morphine, ondansetron, paracetamol, propofol, ranitidine, rocuronium and surgery (laparoscopic bilateral salpingectomy for essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. In 2018, the erythema had resolved. At the time of the report, the pelvic pain, device breakage, complication of device removal, allergy to metals, inflammation, cheilitis, stomatitis, abdominal pain upper, tremor, tinea versicolour, thyroid mass, chest pain, onychomycosis, back pain and pain in extremity outcome was unknown, the dermatitis contact and post procedural haemorrhage had resolved and the swelling, angioedema, fatigue, abdominal distension and rash had not resolved. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, angioedema, back pain, cheilitis, chest pain, complication of device removal, dermatitis contact, device breakage, erythema, fatigue, inflammation, onychomycosis, pain in extremity, pelvic pain, post procedural haemorrhage, rash, stomatitis, swelling, thyroid mass, tinea versicolour and tremor to be related to essure. The reporter commented: (for mirena episode before essure use see es-bayer-(B)(4). Since essure implantation, patient had been completely affected by all facets of her daily life as a result of the damage caused by essure, circumstances that inevitably lead to immense emotional suffering. Symptoms that appeared after implantation swelling, allergic reaction, pelvic pain,inflammation of the lip ad palate, stomach ache, exhausted, hand tremors. Since (B)(6) 2017 she had epigastralgia with occasional irradiation towards retrosternal region, occasionally associated with nausea, not vomiting. Did not improve with ibuprofen. Improvement with nolotil. When that happens, lip swells. After removal on (B)(6) 2018, symptoms caused by essure did not completely subside, reappeared two months later on (B)(6) 2018: patient's lawyer indicated an x-ray confirmed the existence of essure remains in the organ of patient and that, as a result of this, she continued to suffer from:swelling of the lips, abdominal bloating, rashes, fatigue on (B)(6) 2019: head of gynecology service of university hospital stated: symptoms reported by patient after device placement were very nonspecific and varied, making it necessary to rule out a large number of diagnostic possibilities in order to find their origin. Causal relationship with essure was difficult to interpret since essure device was placed in the tubes, causing them to close and symptoms related by patient were general. Patient justifies that the symptoms continued due to presence of radiopaque image <1mm on abdominal radiography, which would correspond to remains of the device, relating these to her probable nickel allergy. That fact was unlikely since, being radiopaque (appear whitish on radiography), they would have to correspond to radiolabels of the device whose component was silver iridium, in allergy tests did not react. Ultrasound after essure implantation indicated that the devices were normal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Blood test - on (B)(6) 2017: values besides hematocrit within normal limits. Endoscopy upper gastrointestinal tract - in (B)(6) 2017: normal. Haematocrit (35.5 - 45.5 %) - on (B)(6) 2017: 46.5 %. Hydrogen breath test - on (B)(6) 2017: laboratory due to stomach / epigastric pain: breath test 13c (air) normal. Result: 0.5 ¿ (normal values: less than 2.5). Laparoscopy - on (B)(6) 2018: bilateral salpingectomy with removal of essure. Both essures removed, checking the output of the central axis and 22 spirals (without plate).. Skin test - on (B)(6) 2018: prick test: negative for inhalants, food, latex, anisakis simplex, saccharomyces cerevisae. True-test and metal patch tests: negative at 48 hours and 96 hours, with a doubtful result at 96 hours for cobalt, copper oxide, and zinc. Patient reports positivity the following week, which, by position, appears to be some metal; on (B)(6) 2018: epicutaneous tests with a series of metals repeated: gold ++ at 96 hours. Rest of the metals, negative. Epicutaneous test with essure : + at 48 and 96 hours with the metallic portion and negative with the guide. Ultrasound scan - on (B)(6) 2010: left shoulder after car accident: supraspinatus, infraspinatus, subscapularis and long biceps tendon of normal thickness and echogenicity, no signs of tendinosis or focal rupture or of subdeltoid or subcoracoid subacromial bursitis, acromioclavicular joint without alterations. Ultrasound thyroid - on (B)(6) 2016: thyroid gland in lower limit of normal size with approximate anterioposterior diameter of right lobe of 1.15 and left lobe of 0.96 cm. In middle third of right lobe, on anterior side, a hypoechogenic nodule of oval morphology, with well-defined contours and a homogeneous internal echostructure, slightly hypervascular with approximate diameters of 0.8 x 0.5 x 1.2 cm, is identified. (T x ap x cc). In left lobe, a small 2.5 mm nodule seen in middle third. No significant laterocervical lymphadenopathies. X-ray - on (B)(6) 2018: confirmed the existence of essure remains in the organ. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, persistent pain radiating') and device breakage ('confirmed the existence of essure remains in the organ') in a (B)(6)-year-old female patient who had essure (batch no. C49138) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included syncope (discomfort, nausea, then vomiting on one occasion. Dizziness, then syncope, lasting about 1 minute, regains consciousness without residual neurological symptoms, but with persistent dizziness) in 2011, thyroid nodule in 2011, thoracic pain (associated with palpitations, sweating, dizziness, nausea, hr 135: tachycardia) in 2010, tachycardia (probable relation with thyroid pathology) in 2010, automobile accident in 2010, costochondritis (sudden while in bed, of increasing in intensity, constant, worsens with deep inspiration and cough. Not irradiated. Musculoskeletal pattern chest pain likely related to osteochondritis.) In 2010, penicillin allergy (urticaria, later tolerated it on several occasions. Intake 15 days ago ((B)(6) 2018)due to dental infection; tolerated) in 2003, nasal septal operation in 1995, parity 2 ((B)(6) 2002 and (B)(6) 2003), tonsillectomy (before (B)(6) 1995), frozen shoulder (after (B)(6) 2010), brain operation (amygdalectomy), shoulder operation, nonsmoker and abstains from alcohol. No toxic habits, no arterial hypertension, no dyslipidemia, no diabetes mellitus, no cardiopulmonary pathology. Previously administered products included for contraception: mirena from 2010 to (B)(6) 2015; for chest pain: enantyum and metamizole 575 mg 20 capsules; for an unreported indication: sumial and myolastan. Past adverse reactions to the above products included chest pain with mirena. Family history included gastric cancer (second-degree in grandmother) and penicillin allergy (sister). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced tinea versicolour ("pityriasis versicolor"), 3 months 5 days after insertion of essure. In 2016, the patient experienced abdominal distension ("low abdominal distension, increased abdominal circumference 6-7 months after essure insertion"). On (B)(6) 2016, the patient experienced thyroid mass ("4 thyroid nodules"). In (B)(6) 2017, the patient experienced inflammation ("inflammation of the face"), cheilitis ("inflammation of the lip") and stomatitis ("inflammation of the lip and palate"). On (B)(6) 2017, the patient experienced chest pain ("unspecified chest pain"). On (B)(6) 2017, the patient experienced angioedema ("localized edema, three episodes of non-itchy lip and / or palatal angioedema"). On (B)(6) 2017, the patient experienced abdominal pain upper ("stomach ache, epigastralgia"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("persistent pain radiating to lumbar region") and pain in extremity ("persistent pain radiating to lower limbs"). On (B)(6) 2017, the patient experienced onychomycosis ("onychomycosis"). On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant), complication of device removal ("essure remains in the organ") and post procedural haemorrhage ("little vaginal bleeding, scarce metrorrhagia"). On (B)(6) 2018, the patient experienced allergy to metals ("allergic reaction, gold test positive, does not tolerate jewelry with nickel"). On (B)(6) 2018, the patient experienced erythema ("erythema on both lower extremities") with pruritus and burning sensation. In 2018, the patient experienced dermatitis contact ("non-pruritic erythema plaque (without a papule) about 7-10 cm in diameter on left forearm, subsided in a few hours"). On an unknown date, the patient experienced swelling ("swelling"), fatigue ("exhausted, fatigue"), tremor ("hand tremors") and rash ("rashes"). The patient was treated with cefazolin, dexamethasone (dexamethason), dexketoprofen trometamol (enantyum), ebastine (ebastel), fentanyl, ibuprofen, metamizole magnesium (nolotil), metoclopramide hydrochloride (primperan), morphine, ondansetron, paracetamol, propofol, ranitidine, rocuronium and surgery (laparoscopic bilateral salpingectomy for essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. In 2018, the erythema had resolved. At the time of the report, the pelvic pain, device breakage, complication of device removal, allergy to metals, inflammation, cheilitis, stomatitis, abdominal pain upper, tremor, tinea versicolour, thyroid mass, chest pain, onychomycosis, back pain and pain in extremity outcome was unknown, the dermatitis contact and post procedural haemorrhage had resolved and the swelling, angioedema, fatigue, abdominal distension and rash had not resolved. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, angioedema, back pain, cheilitis, chest pain, complication of device removal, dermatitis contact, device breakage, erythema, fatigue, inflammation, onychomycosis, pain in extremity, pelvic pain, post procedural haemorrhage, rash, stomatitis, swelling, thyroid mass, tinea versicolour and tremor to be related to essure. The reporter commented: (for mirena episode before essure use see (B)(4)). Since essure implantation, patient had been completely affected by all facets of her daily life as a result of the damage caused by essure, circumstances that inevitably lead to immense emotional suffering. Symptoms that appeared after implantation swelling, allergic reaction, pelvic pain, inflammation of the lip ad palate, stomach ache, exhausted, hand tremors. Since (B)(6) 2017 she had epigastralgia with occasional irradiation towards retrosternal region, occasionally associated with nausea, not vomiting. Did not improve with ibuprofen. Improvement with nolotil. When that happens, lip swells. After removal on (B)(6) 2018, symptoms caused by essure did not completely subside, reappeared two months later. On (B)(6) 2018: patient's lawyer indicated an x-ray confirmed the existence of essure remains in the organ of patient and that, as a result of this, she continued to suffer from:swelling of the lips, abdominal bloating, rashes, fatigue. On (B)(6) 2019: head of gynecology service of university hospital stated: symptoms reported by patient after device placement were very nonspecific and varied, making it necessary to rule out a large number of diagnostic possibilities in order to find their origin. Causal relationship with essure was difficult to interpret since essure device was placed in the tubes, causing them to close and symptoms related by patient were general. Patient justifies that the symptoms continued due to presence of radiopaque image <1mm on abdominal radiography, which would correspond to remains of the device, relating these to her probable nickel allergy. That fact was unlikely since, being radiopaque (appear whitish on radiography), they would have to correspond to radiolabels of the device whose component was silver iridium, in allergy tests did not react. Ultrasound after essure implantation indicated that the devices were normal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Blood test - on (B)(6) 2017: values besides hematocrit within normal limits. Endoscopy upper gastrointestinal tract - in december 2017: normal. Haematocrit (35.5 - 45.5 %) - on (B)(6) 2017: 46.5 %. Hydrogen breath test - on (B)(6) 2017: laboratory due to stomach / epigastric pain: breath test 13c (air) normal. Result: 0.5 ¿ (normal values: less than 2.5). Laparoscopy - on (B)(6) 2018: bilateral salpingectomy with removal of essure. Both essures removed, checking the output of the central axis and 22 spirals (without plate). Skin test - on (B)(6) 2018: prick test: negative for inhalants, food, latex, anisakis simplex, saccharomyces cerevisae. True-test and metal patch tests: negative at 48 hours and 96 hours, with a doubtful result at 96 hours for cobalt, copper oxide, and zinc. Patient reports positivity the following week, which, by position, appears to be some metal; on (B)(6) 2018: epicutaneous tests with a series of metals repeated: gold ++ at 96 hours. Rest of the metals, negative. Epicutaneous test with essure : + at 48 and 96 hours with the metallic portion and negative with the guide. Ultrasound scan - on (B)(6) 2010: left shoulder after car accident: supraspinatus, infraspinatus, subscapularis and long biceps tendon of normal thickness and echogenicity, no signs of tendinosis or focal rupture or of subdeltoid or subcoracoid subacromial bursitis, acromioclavicular joint without alterations. Ultrasound thyroid - on (B)(6) 2016: thyroid gland in lower limit of normal size with approximate anterioposterior diameter of right lobe of 1.15 and left lobe of 0.96 cm. In middle third of right lobe, on anterior side, a hypoechogenic nodule of oval morphology, with well-defined contours and a homogeneous internal echostructure, slightly hypervascular with approximate diameters of 0.8 x 0.5 x 1.2 cm, is identified. (T x ap x cc). In left lobe, a small 2.5 mm nodule seen in middle third. No significant laterocervical lymphadenopathies. X-ray - on (B)(6) 2018: confirmed the existence of essure remains in the organ. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, persistent pain radiating') and device breakage ('confirmed the existence of essure remains in the organ') in a 40-year-old female patient who had essure (batch no. C49138) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "essure remains in the organ" on (B)(6) 2018. The patient's medical history included syncope (discomfort, nausea, then vomiting on one occasion. Dizziness, then syncope, lasting about 1 minute, regains consciousness without residual neurological symptoms, but with persistent dizziness) in 2011, thyroid nodule in 2011, thoracic pain (associated with palpitations, sweating, dizziness, nausea, hr 135: tachycardia) in 2010, tachycardia (probable relation with thyroid pathology) in 2010, automobile accident in 2010, costochondritis (sudden while in bed, of increasing in intensity, constant, worsens with deep inspiration and cough. Not irradiated. Musculoskeletal pattern chest pain likely related to osteochondritis.) In 2010, penicillin allergy (urticaria, later tolerated it on several occasions. Intake 15 days ago ((B)(6) 2018)due to dental infection; tolerated) in 2003, nasal septal operation in 1995, parity 2 (12-jan-2002 and (B)(6) 2003), tonsillectomy (before 30-aug-1995), frozen shoulder (after 28-oct-2010), amygdalotomy (amidalectomy), shoulder operation, nonsmoker and abstains from alcohol. No toxic habits, no arterial hypertension, no dyslipidemia, no diabetes mellitus, no cardiopulmonary pathology. Previously administered products included for contraception: mirena from 2010 to (B)(6) 2015; for chest pain: enantyum and metamizole 575 mg 20 capsules; for an unreported indication: sumial and myolastan. Past adverse reactions to the above products included chest pain with mirena. Family history included gastric cancer (second-degree in grandmother) and penicillin allergy (sister). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced tinea versicolour ("pityriasis versicolor"), 3 months 5 days after insertion of essure. In 2016, the patient experienced abdominal distension ("low abdominal distension, increased abdominal circumference 6-7 months after essure insertion"). On (B)(6) 2016, the patient experienced thyroid mass ("4 thyroid nodules"). In (B)(6) 2017, the patient experienced inflammation ("inflammation of the face"), cheilitis ("inflammation of the lip") and stomatitis ("inflammation of the lip and palate"). On (B)(6) 2017, the patient experienced chest pain ("unspecified chest pain"). On (B)(6) 2017, the patient experienced angioedema ("localized edema, three episodes of non-itchy lip and / or palatal angioedema"). On (B)(6) 2017, the patient experienced abdominal pain upper ("stomach ache, epigastralgia"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of pain ("persistent pain radiating to lumbar region") and the second episode of pain ("persistent pain radiating to lower limbs"). On (B)(6) 2017, the patient experienced onychomycosis ("onychomycosis"). On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant) and post procedural haemorrhage ("little vaginal bleeding, scarce metrorrhagia"). On (B)(6) 2018, the patient experienced allergy to metals ("allergic reaction, gold test positive, does not tolerate jewelry with nickel"). On (B)(6) 2018, the patient experienced erythema ("erythema on both lower extremities") with pruritus and burning sensation. In 2018, the patient experienced dermatitis contact ("non-pruritic erythema plaque (without a papule) about 7-10 cm in diameter on left forearm, subsided in a few hours"). On an unknown date, the patient experienced swelling ("swelling"), fatigue ("exhausted, fatigue"), tremor ("hand tremors") and rash ("rashes"). The patient was treated with cefazolin, dexamethasone (dexamethason), dexketoprofen trometamol (enantyum), ebastine (ebastel), fentanyl, ibuprofen, metamizole magnesium (nolotil), metoclopramide hydrochloride (primperan), morphine, ondansetron, paracetamol, propofol, ranitidine, rocuronium and surgery (laparoscopic bilateral salpingectomy for essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. In 2018, the erythema had resolved. At the time of the report, the pelvic pain, device breakage, allergy to metals, inflammation, cheilitis, stomatitis, abdominal pain upper, tremor, tinea versicolour, thyroid mass, chest pain, onychomycosis and the last episode of pain outcome was unknown, the dermatitis contact and post procedural haemorrhage had resolved and the swelling, angioedema, fatigue, abdominal distension and rash had not resolved. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, angioedema, cheilitis, chest pain, dermatitis contact, device breakage, erythema, fatigue, inflammation, onychomycosis, pelvic pain, post procedural haemorrhage, rash, stomatitis, swelling, thyroid mass, tinea versicolour, tremor, the first episode of pain and the second episode of pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: (for mirena episode before essure use see (B)(4)). Since essure implantation, patient had been completely affected by all facets of her daily life as a result of the damage caused by essure, circumstances that inevitably lead to immense emotional suffering. Symptoms that appeared after implantation swelling, allergic reaction, pelvic pain,inflammation of the lip ad palate, stomach ache, exhausted, hand tremors. Since (B)(6) 2017 she had epigastralgia with occasional irradiation towards retrosternal region, occasionally associated with nausea, not vomiting. Did not improve with ibuprofen. Improvement with nolotil. When that happens, lip swells. After removal on (B)(6) 2018, symptoms caused by essure did not completely subside, reappeared two months later on (B)(6) 2018: patient's lawyer indicated an x-ray confirmed the existence of essure remains in the organ of patient and that, as a result of this, she continued to suffer from:swelling of the lips, abdominal bloating, rashes, fatigue on (B)(6) 2019: head of gynecology service of university hospital stated: symptoms reported by patient after device placement were very nonspecific and varied, making it necessary to rule out a large number of diagnostic possibilities in order to find their origin. Causal relationship with essure was difficult to interpret since essure device was placed in the tubes, causing them to close and symptoms related by patient were general. Patient justifies that the symptoms continued due to presence of radiopaque image <1mm on abdominal radiography, which would correspond to remains of the device, relating these to her probable nickel allergy. That fact was unlikely since, being radiopaque (appear whitish on radiography), they would have to correspond to radiolabels of the device whose component was silver iridium, in allergy tests did not react. Ultrasound after essure implantation indicated that the devices were normal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Blood test - on (B)(6) 2017: values besides hematocrit within normal limits. Endoscopy upper gastrointestinal tract - in (B)(6) 2017: normal. Haematocrit (35.5 - 45.5 %) - on (B)(6) 2017: 46.5 %. Hydrogen breath test - on (B)(6) 2017: laboratory due to stomach / epigastric pain: breath test 13c (air) normal. Result: 0.5 ¿ (normal values: less than 2.5). Hysteroscopy - on (B)(6) 2015: essure placement without incident. 3 spirals visible in left ostium and 3 in the right. Laparoscopy - on (B)(6) 2018: bilateral salpingectomy with removal of essure. Both essures removed, checking the output of the central axis and 22 spirals (without plate).. Skin test - on (B)(6) 2018: prick test: negative for inhalants, food, latex, anisakis simplex, saccharomyces cerevisae. True-test and metal patch tests: negative at 48 hours and 96 hours, with a doubtful result at 96 hours for cobalt, copper oxide, and zinc. Patient reports positivity the following week, which, by position, appears to be some metal; on (B)(6) 2018: epicutaneous tests with a series of metals repeated: gold ++ at 96 hours. Rest of the metals, negative. Epicutaneous test with essure : + at 48 and 96 hours with the metallic portion and negative with the guide. Ultrasound scan - on (B)(6) 2010: left shoulder after car accident: supraspinatus, infraspinatus, subscapularis and long biceps tendon of normal thickness and echogenicity, no signs of tendinosis or focal rupture or of subdeltoid or subcoracoid subacromial bursitis, acromioclavicular joint without alterations. Ultrasound thyroid - on (B)(6) 2016: thyroid gland in lower limit of normal size with approximate anterioposterior diameter of right lobe of 1.15 and left lobe of 0.96 cm. In middle third of right lobe, on anterior side, a hypoechogenic nodule of oval morphology, with well-defined contours and a homogeneous internal echostructure, slightly hypervascular with approximate diameters of 0.8 x 0.5 x 1.2 cm, is identified. (T x ap x cc). In left lobe, a small 2.5 mm nodule seen in middle third. No significant laterocervical lymphadenopathies. X-ray - on (B)(6) 2018: confirmed essure remains in the organ. Batch no: c49138, production date: 2014-04-08, and expiration date: 2017-04-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-may-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.